Event description:
At the end of the flexible bronchoscopy procedure staff were precleaning the scope and removed biopsy valve from the scope and he inspected the valves and noticed one of the valves was missing a piece. Upon removing the manifold from the neptune suction equipment, it was noted a small black fragment from the biopsy valve was captured in the filter.